Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. Visual inspection revealed no obvious physical damages or issues. Further visual inspection under a microscope showed that the filter vent membrane appeared wetted. Functional and pressure testing was performed; a leak was observed coming out from the filter vent. The cause of the leak was a damaged filter vent membrane. It is unknown how the membrane was damaged; however the membrane appeared wetted which could be related to the length of time the filter was in use.

Event description:
The customer reported slow leaking from the filter at the rate of approximately 1 drop every 10-15 seconds. The leak was noted on day 4 of a 5 day continuous etoposide infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted with investigation results when the evaluation is completed.